Event description:
It was reported that a patient presented to the emergency department for an magnetic resonance imaging (MRI) procedure that was not reported to be related the patient's implantable cardioverter defibrillator system. It is during the MRI, the patient's implantable cardioverter defibrillator was found to be in back-up vvi mode. No intervention was reported. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received

Manufacturer narrative:
Correction: h6: coding should reflect off-label device use in an magnetic resonance imaging environment. Correction: upon review, the implantable cardioverter defibrillator (ICD) should not have been submitted as a medical device report (MDR) as the ICD system was not magnetic resonance imaging conditional and the event was off-label use, and did not indicate a malfunction and did not cause a serious event.

Manufacturer narrative:
Additional information: h10: field should contain the following statement: device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.